Event description:
(B)(4). It was further reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the proximal left circumflex (cx). The lesion was 80% stenosed, 2.75mm in diameter and 15mm long. The lesion was treated with predilation and an attempt to place a 2.75x24mm taxus element stent followed by successful placement of a 2.75x16mm taxus element stent. Residual stenosis was 10%. The patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced restenosis. The patient was hospitalized with an event of urgent recoronarography after abnormal exercise stress test. Coronary angiography revealed 70% focal, in-stent restenosis in the proximal lcx. The lesion was treated with balloon angioplasty. Residual stenosis was 30%. The patient was discharged 3 days later.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).